Manufacturer narrative:
(B)(4). The affected unit was received at the plant for evaluation. Visual inspection on the returned unit noted the white coil cap had separated from its housing, verifying the reported condition. The cause was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor had a loose cap. This was noticed during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). B)(6) international phone number. Should additional relevant information become available, a supplemental report will be submitted.